Event description:
It was reported that one (1) infusor sv 2 device was observed leaking at the connection of the blue winged cap and luer lock after filling. The device was filled with 5-fluorouracil and normal saline. There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. A leak test was performed on the sample and the reported condition of "leaking at the luer lock" was confirmed. No other source of leakage was found. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that an infusor lv 10 device was found to be leaking through the luer lock. Therefore, the sterile fluid pathway was breached. This condition was discovered a day after the device was filled. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.(B)(4).